Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, regarding the foreign material coming out of the channel tube, foreign objects at the distal end, and the adhesive, a sticky universal cord, and a sticky up-down angulation lever plate, the cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the cysto nephro videoscope exhibited foreign material coming out of the channel tube, foreign objects at the distal end and a-rubber, and a sticky universal cord, control unit, and up down angulation lever plate. There was no patient involvement.